Event description:
Pt underwent surgery in 2003 for spondylolesthesis at l4. The pt rec'd a st360 spinal fixation system, from l4-s1, consisting of the following: two 5.5x50mm polyaxial screws (part#07.00319.026), two 5.5x45mm polyaxial screws (part#07.00319.025), two 5.5mm curved stainless rods (part#07.00320.001), four locking nuts (part#07.00326.001) and four small 10-15mm connectors (part#07.00285.001). No interbody devices were implanted. The dr. Performed a posterolateral fusion by laying autograft bone in the gutters. The dr. Observed, during the six month post-op follow-up, that both of the 5.5x45mm screws, placed in the sacrum, had broken mid-shaft. It is not known if the pt had fused yet. The dr. Plans to re-operate to add bone or an interbody device but a date has not been set.